Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2010. The patient was admitted to the hospital with a driveline exit site infection. Due to a dysregulation of the inr values the patient experienced a severe hemorrhagic stroke. On (B)(6) 2018, the patient expired. No further information was provided.

Manufacturer narrative:
The heartmate ii lvas was not explanted and was not available for evaluation. Correlations between the device and the reported hemorrhagic stroke and driveline infection cannot be conclusively determined. Reportedly, the patient¿s outcome was device or therapy related. A log file from the time of the reported event captured the device operating as expected. The heartmate ii instructions for use (IFU) lists bleeding, stroke, and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system and outlines the use of anticoagulation therapies, including recommended inr levels. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.